Event description:
During a coronary drug eluting stenting treatment procedure lesion crossing difficulties and stent damage occurred. In 4/2005 the target lesion was located in the tortuous circumflex (cx) artery which was described as mildly calcified and 100% occluded. The right femoral artery was accessed and the vessel was predilated with a 20 mm length balloon. The taxus express2 2.75 x 16 mm drug eluting stent was advanced but could not cross the lesion due to the vessel tortuosity and rigid stenosis. The device was withdrawn but was met with resistance. When the device was removed and inspected it was noticed that the stent struts were bent. The procedure was completed with a braun cloroflex blue 3.0 x 13 mm stent. There were no reported pt complications.